Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a pt developed post-op macular edema. Additional info has been requested.